Manufacturer narrative:
Conclusions: the instrument was returned and evaluated. Engineering observed that the pitch cable is broken at the distal clevis hub. The cable segment that contains the crimp is missing from the clevis. The clevis does not exhibit excessive damage. The instrument has 6 uses remaining. Intuitive surgical contacted the initial reporter of this complaint to obtain additional information concerning the reported event, however, no additional information has been provided as of the date of this report. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci si surgical procedure, it was noted that "a broken cable" was visible on the pk dissecting forceps instrument. No patient harm, adverse outcome or injury was reported.